Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states prod. This device is one of two prods associated with this event. Please refer to MFR report # 9616099-2008-02084. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
This pt was admitted for coronary intervention due to stable angina and a positive stress test. Angiography revealed a 58%, 64 mm, type c lesion in the proximal lad. Two cypher select plus stents were implanted, a 3.5 x 33 and a 3.5 x 23 mm. Following deployment of the stents, a side branch was noted to be occluded. Later that evening, the pt experienced some chest pain. Ck=376 (ck = 2 times uln and ck-mb > 5 times uln). The pt was diagnosed with anterior wall mi and was kept in hosp for an add'l 24 hrs. A second sample taken the following day and ck was 734 (ck = 4 time uln and ck-mb > 5 times uln). The pt was kept in for an add'l 24 hrs. The pt was pain free in 2007, so he was discharged home. At the one month f/u, the pt had angina.